Event description:
It was reported patient underwent revision procedure of competitor product (B)(6) 2013. After assembling the arcos distal stem outside the patient, the surgeon inserted the stem and attempted to assemble the screw. Surgeon was unable to achieve counter torque or coupling the screw to the implant, causing a delay greater than thirty (30) minutes. The surgeon finished the procedure without utilizing the screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."